Event description:
The device was implanted on 11/12/96 for infusion of platinum and fluoro. On 06/16/97, the manufacturer received a report from its italian distributor detailing an incident which had occurred at a facility in their territory. The report, which was made by the surgeon, states that there was "complete catheter detachment". The device catheter was "free in the blood stream and then stuck in the atrium". No further details were provided at that time.

Manufacturer narrative:
The evaluation results of apparent trend for suspected catheter lot has been completed and the results are as follows: 1) the complaint rate was consistent with complaint rates from other mfg lots. 2) the product profile was bimodal, but both arms of the modality were within the product spec. 3) material ID and function were consistent with 510k and company specs. 4) sheared catheters returned were reviewed and found to have the "pinch-off" indication. The complete file of this apparent trend was reviewed by a food and drug administration investigator during an atlanta district office audit conducted from 8/24/98 through 9/15/98. Based on the info available and due to the unavailability of the device, no conclusion can be drawn as to the cause of this event. No further details are available. The MFR is now closing the file on this event. MDR#1220923-1997-00294, MDR#1220923-1997-00008 and MDR#1220923-1998-00015. Submitted to the FDA 1/22/99.